Event description:
Hcp reported pt had experienced multiple catheter related problems in the past. Hcp sought to get MRI approved by insurance. In the mean time pt had sought care in 4 emergency rooms for their pain and other problems. Pt was admitted to hosp where hcp does not practice for 4-5 days. Pt was becoming progressively paraparetic. MRI done. MRI showed a t10 level mass with a syrinx in the spinal cord itself. Treatment is pending. A follow up medwatch report will be filed when additional info is provided.